Manufacturer narrative:
The forceps cev525 fenestrated 20mm jawz (cev525) was not returned for evaluation: failure analysis: product or objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation into the cause could not be performed. The customer sent the instrument to another service provider for repair. Root cause analysis: product or objective evidence was not returned, so the evaluation could not be performed. Therefore, an investigation into the cause was unable to be performed. The customer sent the instrument to another service provider for repair. Integra microfrance (imf) recommends repairs within its factory and cannot guarantee the services provided by an external service provider. It is impossible to determine the root cause.

Event description:
A facility reported that two pieces of the forceps cev525 fenestrated 20mm jawz (cev525) sheath became loose and fell into the patient's abdomen. It is unknown if there was a patient's injury, death, or surgical delays.